Event description:
It was reported that, patient presented with a proximal femoral nonunion and broken nail. No other information per hospital protocol.

Manufacturer narrative:
Due to hospital policy the device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.